Event description:
(B)(4). It was reported in the patient's plaintiff fact sheet that as a result of having the product implanted, the patient has experienced vaginal pain, painful sex, uncontrolled urine, rectum pain and infections. Mesh was removed in 2009.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced dysuria, mixed urinary incontinence, vaginal discharge, pelvic pain, left sided flank pain with buttock pain, urinary tract infection, cystocele, abdominal pain, rectal pain, incomplete bladder emptying, physical therapy for mixed incontinence and vaginal spasm, overactive bladder and recurrent pelvic organ prolapse. The patient underwent excision of vaginal prolapse mesh, but continued to experience urinary incontinence, urinary retention, bilateral leg pain, stool incontinence, overflow incontinence, nocturia, numbness in left inguinal area, left perineal area and in her left leg with difficulty walking, painful bowel movements, constipation, urgency and urgency incontinence. A cystourethroscopy was revealed recurrence of the cystocele, and kinking of the bladder neck, with subsequent transvaginal cystolysis, excision of mesh, repair of vaginal vault prolapse using prolene mesh, repair of enterocele, rectocele and perineum and removal of foreign body in the posterior vaginal wall. The patient continued to have mixed urinary incontinence, pelvic pain, frequency, urgency, left leg pain, vaginal pain, bacteriuria, and mesh erosion requiring a second excision of mesh, removal of transobturator sling, repair of cystocele and posterior vaginoplasty for stenosis. Postoperatively, the patient suffered from extensive pain requiring an extended hospitalization for pain control. She continued to suffer from stress incontinence, urgency, positional incontinence, dysuria, frequency, abdominal pain and urinary tract infection.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer filed report (B)(6).